Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited far-field p-wave oversensing, decreased intrinsic amplitude and increased pacing thresholds upon interrogation of the device. Rv sensitivity was reprogrammed pending an x-ray which showed both this and a competitor lead had pulled back though the electrode tips appeared to be in a similar position to implant. A revision procedure was performed wherein the lead was repositioned. No additional adverse patient effects were reported. This system remains in service.

Event description:
Upon interrogation this rv lead exhibited loss of capture at maximum device output in addition to low intrinsic amplitude. An x-ray was performed which confirmed lead dislodgement. The patient was noted to have a good underlying rhythm, as such rv therapy was programmed off and the patient continues to be monitored pending revision on a yet to be determined date. No adverse patient effects were reported. This lead remains in service at this time.